Manufacturer narrative:
Exact date unknown, event occurred a few weeks ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7057619.

Event description:
It was reported that the patient was experiencing an unbearable pocket pain due to battery shift. The patient underwent an explant procedure and the explanted ipg and paddle lead were discarded by medical facility.